Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: the customer noticed number of syringes with similar white spot inside the wall of the syringes and discarded a number of the syringes with similar faulty issue.

Manufacturer narrative:
Investigation results: two samples and one photo of a 1 ml ll syringe were received by bd. A quality engineer was able to examine the samples and photo from batch 3005444 regarding item 309628. The samples were received loose and fully assembled. One syringe showed two white bubbles embedded in the barrel. The second sample did not present any foreign matter or embedded foreign matter. Additionally, the photo received showed one loose syringe with two white bubbles on the barrel. The condition observed is non-conforming per product specification. A molding engineer was interviewed for this investigation, and the white bubbles were confirmed to be a molding defect. The potential root cause for the white bubble defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3005444 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
No additional information.